Manufacturer narrative:
The mechanism was returned to the manufacturer for analysis. Both the cam_56 and cam_1234 circuits were found not functional. They were not shorted; the hip chip's outputs were not correct. The motor driver board was replaced. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps 2 console. The report stated the console displayed an alarm ("high inlet pressure") during the procedure. The procedure was completed with no patient complications reported. The console will be returned to the manufacturer for evaluation.